Manufacturer narrative:
H10: additional manufacturer narrative: added additional information to b5, b6, b7 and investigation coding to section h6. H11: corrected data: corrected clinical code to section h6.

Event description:
It was reported that a patient with a 33mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, 25 days due to mitral stenosis, thickened and calcified leaflets and 2/3 leaflets were completely immobile. The patient presented with shortness of breath, dyspnea on exertion, nyha iiii-IV. A successful tmvr was performed with a 29mm 9600tfx valve with great result. The patient was discharged home in stable condition on pod # 4.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification and svd were indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the progression of the patients underlying valvular disease pathology and comorbidities, combined with svd likely contributed to this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient with a 33mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, 25 days due to mitral stenosis, thickened and calcified leaflets and 2/3 leaflets were completely immobile. The tmvr was performed with a 29mm 9600tfx valve with great result.